Event description:
The physician was using a zimmer dermatome to do a skin graft to the patient's left lower leg and the dermatome wasn't working properly. Damage to the patient's left upper thigh. Multiple skin grafts taken due to failure of the equipment.